Event description:
Customer's nurse reported an emergency room visit due high blood glucose readings of over 500 mg/dl. Nurse stated that the boluses given with the insulin pump do not seem to lower the customer's blood glucose levels. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.